Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had an increase in the threshold and high impedance due to a possible fracture. The superior vena cava (svc) high voltage coil from the lead remains connected but programmed off and the pace/sense pin and rv coil of the lead were both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2002. (B)(4).